Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced difficulty with the twist clamp of a minicap transfer set. This was further specified as while "performing the daily changes when the twist clamp that turns the line on and off was hard". According to the reporter, the twist clamp no longer worked, and they couldn't close it quickly. A clamp was used to close it until the patient presented to the hospital the next day. Five days after the event, the patient developed peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event, patient outcome and action with pd therapy were not reported. No additional information is available.